Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer's blood glucose was 215 mg/dl with no food. The customer stated that she is currently at the doctor office and did not have extra infusion sets or reservoirs. The customer stated that the basal rates and bolus wizard settings are correct. The customer was advised to call back to troubleshoot.